Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that it was difficult to push the plunger properly. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded, - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 7bag 420cas jp had plunger movement difficulty. The following information was provided by the initial reporter: the customer stated the ¿patient is complaining that it was difficult to push the plunger properly.¿